Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced target vessel reintervention (tvr) in the proximal left anterior descending (lad). The 75% de novo target lesion located in the mid lad was 10.0mm long and 3.0mm in reference vessel diameter. The physician implanted a 3.0x12mm taxus express2 stent in mid lad. Post-dilatation was performed resulting in a residual stenosis of 0% and timi flow 3. At 183 days post index procedure, a 90% stenosis in the proximal lad was confirmed. At 22 days later, a percutaneous coronary intervention (pci) was performed with the implantation of an unk taxus stent with timi flow 3. The procedure was completed successfully and the pt was discharged 3 days later. The pt outcome revealed "stenosis disappeared" and the event was considered resolved.